Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was not able to prime or deliver bolus for meal. Caller was able to later prime pump but was not able to deliver a bolus. Customer's blood glucose was 600 mg/dl. Caller declined troubleshooting, due to needing to connect customer because of high blood glucose. Caller would call back after inertion.